Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) edwards affiliate, approximately 9 months post deployment of a 29 mm sapien xt valve, the valve was explanted and a 21 mm magna ease valve was implanted. Additional information has been requested.

Manufacturer narrative:
Additional information: event problem codes: additional information provided indicated the patient¿s ejection fraction % had ¿not improved¿ post tavr procedure (10%). The 9 month echo showed significant peri-prosthetic regurgitation. The decision was therefore made for the patient to undergo an avr. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 9 months post tavr cannot be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The reason for the (B)(4) xt valve explant was not provided despite multiple attempts to gather information from the site. Explant of an aortic bioprosthetic valves can be due to multiple mechanisms, but the device was not returned and information not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.